Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported a sensor error on the pump, a bent cannula and the serter did not release from the device. Customer's blood glucose was 125 mg/dl at the time of incident. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer was advised to change out the sensor. Customer disconnected the call at this point and no further details were given.